Event description:
It was reported that the implantable cardioverter defibrillator exhibited t wave oversensing. No intervention was performed. The patient was in stable condition.

Event description:
New information received indicates that the t wave oversensing was post-paced t wave oversensing. Programming changes were made. The patient was in stable condition.